Event description:
It was reported that the insulin gauge was inaccurate, an unknown malfunction alarm occurred, and "no delivery alarm" occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issues; therefore, no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.